Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The peritonitis was manifested by cloudy effluent, severe pain, and abdominal distention. The cause and outcome of the event was not reported. The patient was reported to have visited the hospital for the event but it was not reported if they were hospitalized. On an unreported date, the patient began treatment with genta ampoul (route, dosage, frequency, and duration not reported), citanest solution for injection (route, dosage, frequency, and duration not reported), and heparin (route, dosage, frequency, and duration not reported) for the peritonitis. Dianeal and extraneal therapies were ongoing. No additional information is available.